Manufacturer narrative:
Continuation of medical devices- model: unknown competitor cardiovascular implantable electronic device (cied); implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor company that the patient's right atrial (ra) lead displayed high impedance. The left ventricular (lv) lead displayed high threshold, high impedance and noise. The right ventricular (rv) lead exhibited high impedance and noise which resulted in the patient receiving an inappropriate therapy. The leads currently remain in use. No further patient complications have been reported as a result of this event.